Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, testing of the customer samples was performed and underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there was insufficient blood flow into the collection tube. Insufficient blood flow into collection tube.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are under filling with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there was insufficient blood flow into the collection tube. Insufficient blood flow into collection tube.